Event description:
Asr litigation complaint received ad (B)(6) 2022. Revision completed due to elevated cobalt levels and has evidence of some osteolysis. Doi: (B)(6) 2009 . Dor: (B)(6) 2019. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The device catalog number is unknown; therefore, UDI is unavailable. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.